Event description:
Svc (superior vena cava)impedance high at 132 ohms they believe the elevated coil impedance might be related to mineralization," elevated lv threshold. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report: #mw5146381.